Event description:
Device 1 of 2. Refer to MFR report 1627487-2014-01405. It was reported that the patient lost stimulation in the lower left extremities. Follow up identified surgical intervention was undertaken on (B)(6) 2014. The physician opted to explant the entire scs system because the patient was unable to receive the desired paresthesia.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.